Manufacturer narrative:
One (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap. Possible lot# 4763178, 4750950, mating device bd alaris pump infusion set and one (1) bag spike adapter with injector, list# unknown, lot# unknown were received on july 10, 2020 for evaluation and were visually inspected. As received, no damage or anomalies were seen. The connected devices were leak tested. Leakage was observed from the area of the o-ring/poppet interface on the spiros. No leak occurred from the bd set. The reported complaint of leakage can be confirmed on the returned spiros. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review for lot# 4763178, 4750950 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. A second possible lot number was provided. Lot # 4750950, exp. Date 03/01/2025, mfg date 03/01/2020.

Event description:
This report is for the first of two events.

Manufacturer narrative:
The sample is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a spiros that leaked an unknown medication during patient therapy. The customer reported the device was in use for 1 hour and was contaminated or contained biohazard or a chemotherapeutic agent.